Event description:
It was reported that the patient had an explant of an inflatable penile prosthesis(ipp) device due to cuff erosion. An artificial urinary sphincter(aus) was explanted at the same time.